Manufacturer narrative:
Batch review performed on 15 march 2021: lot 2008266: 273 items manufactured and released on 13-oct-2020. Expiration date: 2025-09-24. No anomalies found related to the problem. To date, 232 items of the same lot have been already sold without any other similar reported event. Clinial evaluation performed by medacta medical affairs department: few weeks after the primary cementless tha an infection is suspected, therefore open irrigation and cleaning is performed and, as customary, head and insert are exchanged. This reoperation was not caused by device inefficiency. Another device involved: batch review performed on 15 march 2021: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115)lot. 2002608: 473 items manufactured and released on 03-aug-2020. Expiration date: 2025-07-21. No anomalies found related to the problem. To date, 390 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery 8 weeks after the primary due to suspected infection. Dair was performed. The insert and head were successfully revised.